Event description:
The customer reported to olympus, when the visera elite video system center was used with the otv-s7proh-hd-10e-autoclavable camera head, there was no image displayed. When the video system center was used with the ltf-s190-5-endoeye flex deflectable videoscope, there was image noise. It was reported that there was no patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image noise was confirmed. The customer's allegation of no image was not confirmed. The device evaluation found image flickering when the video system center was used with the otv-s7proh- autoclavable camera head which was borrowed from the equipment center. Also found was battery consumption and adhesion of liquid inside the video connector receiver. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of the reported event (noisy image) could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿3.1 precautions when placing and connecting device: do not sharply bend, pull, twist, or crush the cable. Doing so may damage the cable. Do not apply excessive force to the jacket. There is a risk that the connectors will be broken. [6.3 endoscope connection] connectors should be fully dry, including electrical contacts. If wet, add according to the "instructions for use" of the endoscope. If wet, the image may disappear or lead to malfunctions such as flicking. [8.1 care] do not clean the connectors, such as the video connector receptacle, or the power inlet. If cleaned, contact failure may occur due to deformation or corrosion of the contacts, and this product may be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the poor image occurred prior to an endoscopic sinus surgery (ess). The procedure was completed using a similar device (otv-s190; sn# (B)(6)) and there was no delay.